Event description:
The facility reported that the surgeon is getting white lint in phaco paks for the past month to 6 weeks. One pt still has the piece of lint in eye. The eye is quiet. No add'l info is expected.

Manufacturer narrative:
There were no particle samples available for evaluation. The root cause cannot be identified from this investigation. Provided by manufacturer. This report mailed in to FDA on: 07/13/2007.